Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was not getting any video on the mobile view station (mvs). The orange power light was on the mvs, but no signal was displayed. A reboot was performed and the issue was resolved. There was no patient present when this issue was identified.